Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable elecsys estradiol iii assay and elecsys hcg + beta test system results for two patient samples on the cobas e 411 immunoassay analyzer. Of the data provided there were erroneous estradiol results for a patient sample. The initial estradiol result was 3000 pg/ml accompanied by a data flag. The sample was repeated two times with a 1:5 automatic dilution and the estradiol results were 2123 pg/ml and 1904 pg/ml. The sample was repeated without a dilution and the estradiol result was 2228 pg/ml. The customer tested the sample on a different e 411 and the initial result was 3000 pg/ml accompanied by a data flag. The sample was repeated on the different e 411 with a 1:5 automatic dilution and the estradiol result was 3330 pg/ml accompanied by a data flag. Repeat testing on the other e 411 was deemed to be correct. There was no adverse event. The estradiol reagent lot number was 25257800 with an expiration date of 31-jul-2018. The field service engineer (fse) suspected the issue was with the onboard water. The fse replaced the sample and sipper tubing. The fse performed liquid flow cleaning three times but the calibration failed. The fse emptied the water supply, cleaned the filter, and added fresh water. The fse performed a successful calibration.